Event description:
The customer reported the high flow insufflator pressure would not increase during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.